Event description:
It was observed during the device evaluation, the air/water cylinder and air/water channel of the colonovideoscope had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign material remained in the air/water cylinder and air/water channel. However, a definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿olympus recommends using sterile water, fresh potable water or water that has been processed (e.g., filtered, deionized, or purified) to improve its chemical and/or microbiological quality. Some national or professional guideline recommend using sterile water for rinsing endoscopes, accessories, and medical instruments. Consult with your institution¿s infection control committee regarding local policies on water quality.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.